Manufacturer narrative:
(B)(6). The date of manufacture was unknown; therefore, UDI: (B)(4). As of this date, the device has not been returned for evaluation; therefore, the reported condition cannot be confirmed and/or duplicated. If additional information should become available, a supplemental medwatch report will be sent accordingly.

Event description:
It was reported from (B)(6) that the motor device was getting very hot. It was not reported if the device was used in surgery, or if there was patient involvement. It was not reported if there were any delays in the surgical procedure, or if a spare device was available for use. It was not reported if there were any injuries, medical intervention or prolonged hospitalization. The date of event was unknown. All available information has been disclosed. If additional information should become available, a supplemental medwatch will be submitted accordingly.

Manufacturer narrative:
This device was returned for service; however, did not meet manufacturing specifications during pre-repair assessment. During repair, it was determined that the device locking components, bearings and cable were damaged. It was further noted that the motor and control were damaged, the device had liquid damage and the lock was damaged. The device also failed pretest for loctite and cable assessment, noise assessment and handpiece temperature assessment. Therefore, the reported condition was confirmed. The assignable root cause was determined to be due to improper cleaning, which is user error/misuse/abuse. If additional information should become available, a supplemental medwatch will be submitted accordingly.

Manufacturer narrative:
Device manufacture date: the device manufacture date was documented as unknown in the initial report. The device manufacture date has been updated as may 08, 2012. Therefore, the UDI has been updated accordingly. If information is obtained that was not available, a follow-up medwatch will be filed as appropriate.